Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, chills, fever, oliguria and cloudy effluent. The cause was not reported. The patient was not hospitalized for the event and was treated with vancomycin (1.5grams, intraperitoneal, dose adjusted according blood levels every 48hours, ongoing for 15 days) and ceftazidime (intraperitoneal, dose and frequency were not reported, ongoing for 15 days). At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.